Manufacturer narrative:
Investigation will be added when completed and a follow up MDR will be submitted.

Event description:
Literature: eus-guided biliary drainage for unresectable malignant biliary obstruction: 10-year experience of 99 cases at a single center. Kanno et al 2018. Device: zilbs. To evaluate clinical outcomes of endoscopic ultrasound (eus)-guided biliary drainage (eus-bd) for unresectable malignant biliary obstruction for cases in which endoscopic retrograde cholangiopancreatography (ercp) failed at a high volume center. Eus-bd was attempted in 99 patients during the study period. 75 patients received eus-bd after an ercp attempt and 24 patients underwent eus-bd without an ercp attempt because the papilla was not accessible. A plastic stent (7-fr flexima, boston scientific; 7-fr single pigtail stent, cx-r stent type it, gadelius medical) or a metal stent (fully covered zeostent, zeon medical, tokyo, japan; fully covered x-suit nir, olympus; partially covered niti- s, century medical co., ltd., tokyo, japan; or uncovered zilver/zilver 635, cook) was deployed at the puncture site or in a malignant stricture. Adverse events that were definitely related to the procedure were observed in ten patients (10%). Of six patients with bile peritonitis, four suffered from mild localized peritonitis that improved with conservative treatment, whereas two developed pan-peritonitis. Adverse events were defined as any clinically important events that required additional treatment, such as endoscopy, surgery, radiological intervention, medication, prolongation of fasting period, and blood transfusion. Bile peritonitis was defined asm abdominal pain that newly emerged after the procedure accompanied with elevation of the serum c-reactive protein (crp) level. As per clinical input ¿the procedures of eus-bd in relation to stent placement seemed to be off-label use.¿

Manufacturer narrative:
510(k) number: k163018. Device evaluation the zilver 635 biliary self expanding metal stent device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation n/a-the device did not return. Document review prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl there is evidence to suggest that the customer did not follow the instructions for use (ifu0065-3). The procedure is not considered a standard ercp procedure. The occurrence of 10 in this file consists of 6-peritonitis and 4-cholecystitis.peritonitis and cholecystitis are infections and can be captured under the same complaint root cause review a definitive root cause of off label use was identified from the available information. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient¿s did experience adverse effects due to this occurrence. Peritonitis and acute cholecystitis were observed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2020, this follow up MDR is being submitted to include the investigation conclusions.